Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03216 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03234 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported the unit will not charge. It continues to run only on internal battery power. The unit was not in use on a patient at the time of the reported event. The field service engineer evaluated the device. The power supply was replaced, and the unit fully met specifications and returned to use.